Event description:
It was reported patient underwent knee arthroplasty on (B)(4) 2012. Subsequently, patient was revised on (B)(4) 2013 due pain resulting from locking bar not engaged. The poly bearing and locking bar were removed and replaced.

Manufacturer narrative:
Dimensional evaluation found component to be within appropriate design specification. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.